Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported a needle stick using this product. On (B)(6) 2019, the customer confirmed it was a contaminated needle stick injury. When the staff tried to activate the safety shield, it did not fully cover the needle and caused the needle stick. The customer also said she does not have any additional information regarding the injury that occurred, medical intervention required or current status of the staff. The customer informed, she would not be able to release patient information.